Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2015 and 21/jan/2016. Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Device has been explanted.

Event description:
Patient reported "lump or thickening in or near the breast or in the underarm area."; no indication of treatment. Patient later reported "capsular contracture baker grade unknown, possible rupture and blood clot from some medicine that occurred last summer". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and nodule are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, nodule and rupture.